Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door lock had failed due to latch contacts were corroded. A field service engineer cleaned, greased and tested the device in diagnostics and with the customer, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure.the customer reported that the fridge was not opening. There was a delay in dispensing the medication.there were no adverse events or injuries reported as a result of this incident.